Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab, the md inserted the saf (super arrow-flex) into the pt's right femoral artery. During the insertion of a non-arrow 6 fr. Ptca (percutaneous transluminal coronary angioplasty) catheter into the saf sheath the catheter became stuck approx 10cm from the entry point. As a result, the saf sheath was removed. The md used a non-arrow 6fr sheath. There was no reported pt death, injury or complications. Medical / surgical intervention was not required. The second insertion of the competitors sheath was successful and there was no reported delay or interruption. Updated info received on (B)(6) 2014 reported that the md removed the catheter and sheath as one unit. The md used the same insertion site and the same catheter; however, a new sheath was used for the second insertion. The pt outcome is listed as, "no problem because the procedure didn't take so much time".